Manufacturer narrative:
During servicing, foreign material was observed in the nozzle. In addition, there were scratches on the plastic distal end cover and bending section cover, adhesive on the bending section cover was detached, there was loss of water tightness due to a cut on the video cable, the image guide protector was shaved, the bending angle in up/down/right direction and the upward/downward angulation control knob were out of specification due to wear of the angle wire. The faulty parts were replaced. The investigation is ongoing; therefore, the root cause of the issues cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preventive maintenance, an olympus field service engineer found leakage from the connector cable and reduced angulation was noted. The device was then returned to olympus. During inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the foreign material in the nozzle. There was no harm or user injury reported, as the issue was identified during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function" users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "·cleaning, disinfection and sterilization procedures - precleaning - if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-dec-2021.

Manufacturer narrative:
This report is being supplemented to provide the customer contact person's information - added to e1, e2, and e3.